Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While unpacking the 3.00x24mm liberte bare stent it was noticed that the stent was damaged. The device was not used and did not come into contact with the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the crimped stent was pulled distally on the balloon. As a result, the proximal edge of the stent was positioned 7mm distal to the distal edge of the proximal markerband. The actual stent was bunched in its mid section. A build up of solidified contrast media was present inside the inflation lumen. However, the balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While unpacking the 3.00x24mm liberte bare stent it was noticed that the stent was damaged. The device was not used and did not come into contact with the patient. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)